Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70, serial number: (B)(6), batch/lot number: 7027164, model/catalog description: artisan MRI paddle lead 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead was explanted.